Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation was confirmed and was due to foreign matter found within the nozzle. The likely cause was due to user handling. Additionally, the following was identified and is as follows: (a.) The insertion part of the distal end light guide rod lens was cracked, (b.) The insertion part of the charged cabled device unit cover lens was chipped, (c.) The insertion part bending section cover or distal end glue was cracked, (d.) The insertion part or bending tube was shortened, crushed, sunken, distorted, (e.) The insertion part connecting tube and protector had chemical damage, delamination or surface damage, (f.) The suction cylinder was worn, damaged or corroded, (paint peeling off) (g.) The specified angle and orientation of the control unit of the up/down/left/right knob and angle play was out of specification, (h.) The natural air supply of the insertion part or distal end air channel was clogged, (I.) The water contact, water removal insertion part was clogged, (j.) The air function channel was clogged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had weak suction. The event was identified during preparation for the procedure. The scope was switched out with a similar device. There was no report of patient or user harm associated with the event. Subsequently the device was returned for inspection, and it was discovered that the nozzle was clogged with a foreign material of an unknown origin. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.